Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On april 22, 2024, senseonics was made aware of an incident where the user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The user received sensor replacement alert on 16 apr 2024, day 13 post insertion. The investigation on the returned sensor did not show any issues with the sensor. Led flag test shows that led flags were not triggered at any signal strength greater than 493 adc. Hence the root cause for the reported failure was most likely caused by an intermittent led short. No further resolution was necessary for this complaint. B4. Date of this report 19 july 2024. G3. Date received by the manufacturer? 19 july 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 4203. H6. Investigation conclusions updated to 4307.